Manufacturer narrative:
We became aware of this event during post-market surveillance through research on maude database (report number mw5071639). We asked our distributor to receive further information and the availability of the pump for the actual evaluation. As soon as the pump is evaluated, a follow-up report will be sent. No consequences for the patient.

Event description:
We became aware, during post-market surveillance, of an event reported on maude database (report number mw5071639) of which we had not been made previously aware. Event description: ibc from pt regarding crono pump malfunction and ivr refill consult. States the pump piston isn't retracting back unless the battery is taken out completely; however, lately nothing appears on the screen even after replacing with new battery (sn (B)(4)). Pt is at 210 nkm at 375 microl/hr. Pt is mixing with 6 ml remodulin (10 mg/ml)with 14 ml normal saline diluent every 48 hours. No charges in o2 use, breathing, symptoms or meds since last month. Next appt with md is none scheduled. Pt feels same as he did prior to starting pah therapy. No se reported. No other questions or concerns at this time. Warm-transferred to (B)(4), has about 6-8 days on hand. No adverse events resulted from this issue. Sending replacement pump and return box. Dose or amount: 210ng/kg/min, frequency: q48h, route: IV. Dates of use: (B)(6) 2012 to ongoing. Diagnosis or reason for use: pah.

Manufacturer narrative:
The service checked the pump, which was found working according to its specifications and intended use. No evidence of malfunction was found by service, which proceeded with the regular maintenance service. No consequences for the patient.